Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert has not been completed. Lumenis healthcare director during a review of similar device events conclude under (B)(4). A review of lightsheer duet-et/hs product risk file shows this is an anticipated risk which has been quantified and found to be negligibly small. Nevertheless, an investigation for similar events revealed an issue with "optical collimation misalignment" which was addressed by a design change. See (B)(4) for more details. The risks have been characterized and documented as acceptable within a full risk assessment and it is unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that two (2) patients sustained a burn of unknown severity to an unknown anatomical area following treatment with a lumenis lightsheer duet laser. Furthermore, user facility reported that "diodes in hs handpiece defective". No report of serious injury or medical intervention has been received except for the initial report from the user facility.